Manufacturer narrative:
The technician found the left side brake casters were not holding when in brake. He was unable to adjust or repair the casters. The technician replaced both left side brake casters to repair the bed.

Event description:
Info received indicates the left side brakes are not working properly but the right side brakes are holding.